Event description:
Pt 2: prineo had to be removed and reclosure may need to be performed. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Result/conclusions: the actual device will not be returned. No product eval can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Thirteen device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. (B)(4). Item #sxmd1b409 stratafix spiral pga-pcl knotless tissue control device CT-1 1 monoderm 45cm, lot unk.